Event description:
Complainant reported tubing split where safe-t-valve is connected to blue tab. Incident occured when tube was being primed. At least two sets from batch #44570vm were affected.

Manufacturer narrative:
There has been no report of serious injury or illness associated with this complaint. However, the complainant reported a product problem that would be likely to result in a serious injury or illness, should it recur, although this has not yet been confirmed by testing and investigation. Ross standard procedure includes attempting to obtain all required information from the source.